Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump was locked, no further information was provided. There was no patient injury associated with this issue. The technical support representative contacted the patient to troubleshoot the pump, however was unable to reach her by telephone. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 12/04/2013: the device was returned to animas and evaluated by product analysis on 11/22/2013 with the following results: no defect was found. The pump was exercised for 24 hours without locking. The pump was locked and unlocked during the investigation without any difficulty. All buttons respond to presses appropriately. No damage found to keypad. The keypad was removed; no damaged/misaligned contacts found, no evidence of contamination found under button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.